Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v252498, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there were low impedances of 10 ohms observed on one electrode pair on the right side of the body. The reporter stated that the patient had no concerns with the device except that the right side implant had an elective replacement indicator (eri). It was noted that there was one electrode pair on the left side that had an impedance value of greater than 4000 ohms. The health care provider (hcp) reportedly wanted to replace both the right and left side implants while in the operating room on the day of this report. It was noted that the patient was getting good symptom control. The following day, it was reported that both implantable neurostimulators (ins¿s) were replaced the day of this report. It was noted that the left side ins had been replaced every year and was at 4.5v. The patient stated that the device was helping him ¿80% therapeutically.¿ the reporter stated that the ¿eri battery¿ was in the patient¿s left chest, but it was thought that therapy impedances were within normal range. Approximately two weeks later, it was reported that the patient had a loss of therapeutic effect. The reporter stated that the device was not working ¿quite right¿ and there was a decrease in therapeutic benefit about one month prior to this report. It was noted that this was prior to the patient¿s replacement surgery. It was noted that the patient had been told that the ins would last for five years. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown. The electrode combination of 1 and 3 on the left side had an impedance value of 30 ohms. The battery depletion was reported to be premature. Reprogramming occurred on (B)(6)-2013 so that the left side was changed to use contacts not involved in the short circuit. The patient had worsened dystonia. Hospitalization was not required and the patient outcome was noted as no injury.

Event description:
It was later reported patient had left side issue since (B)(6) 2013. Impedances for the right side from (B)(6) 2013 were c/0-4660, c/1-3353, c/2-1158, c/3-942. Impedances for the left side in (B)(6) 2013 was less than 30 ohms at 1/3.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostim ulator. Product ID: 7482a51, lot# serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v252498, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).